Event description:
Customer states that a 1+ reaction was noted in the anti a microtube of a/b card. Customer was performing donor confirmations at the time of incident. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer arrived at the site and replaced the gripper springs and pins due to wear and the gripper not holding cards straight. All required adjustments were made. Repairs have returned this instrument to expected operation. (B)(4).